Event description:
Philips received a complaint regarding a v60 ventilator indicating a touchscreen malfunction, where the touchscreen was found to be defective and not functioning as expected. The issue resulted in the device not being used by the customer, and another device was utilized instead. The current software version is unknown. It was reported that there was no patient involvement at the time the issue was discovered. No patient impact was reported, and no user harm was identified. A field service engineer (fse) evaluated the device and determined that the touchscreen is faulty and requires replacement. The investigation is ongoing.

Manufacturer narrative:
The customer was provided with a quote for a replacement touchscreen and onsite service by a field service engineer (fse). The customer allowed the quote to expire, refusing service. Due to this, philips is unable to confirm the final disposition of the device. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.